Event description:
During a coronary stent procedure, that after treating the lesion with a cutting balloon, stent and ivus, the tip of the wire fractured during removal. The tip of the wire remains in the patient. Patient status is listed as "okay".